Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with cracked display window corners, reservoir tube lip, and minor scratches on the display window.

Event description:
Customer reported unresponsive button/keypad. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.